Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The adhesive pad was not returned with the device. The adhesive welds were inspected, and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Investigation found the exposed portion of the soft cannula to be stretched and flattened. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. During fluid path testing, fluid was able to pass through the complete fluid path with no issue. The timing and cause of the stretched soft cannula could not be determined.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment a new pod was applied.